Manufacturer narrative:
Additional information: the probe was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the probe could not be tracked by camera. The instrument would not recognize. Another instrument could be tracked. The procedure was performed using the camera cart. There was a delay of less than an hour and no patient impact. (B)(6) 2020 (for, rep): no new information.